Event description:
It was reported the device displayed error code 46223 during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a tamper seal. There was evidence of the reported problem recorded in the event history log. The customer reported problem error code, was not verified/duplicated. The investigation was unable to reproduce the logged error code; however, during the functional test, the device had unexpectedly shut down two times which was believed to be as a result of a download error. This same error code was said to be the cause of the reported problem. For corrective/preventative measure, the microprocessor unit board was replaced. Board comes with v5 software. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service history review identified this device has not been in for service previously.